Event description:
The family member of the pt contacted the user facility several months following the pt's surgical procedure stating that his daughter had a foul smelling vaginal odor that caused them to seek medical treatment. It was discovered that the tip of the intrauterine probe was still inside the pt. The tip has been removed and the pt has recovered. User facility stated that the tip of the probe had a removable piece that twisted into the probe and was easily disconnected. The user facility was contacted after receiving the copy of medwatch. The tip was not available for evaluation because the hosp had a number of instruments and they were not able to identify which instrument was used during the surgical procedure.